Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly, which resolved the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly and determined that cause of the reported issue was due to a shorted diode, designator cr44. Cr44 caused an "abnormal energy delivered" message to appear and no defibrillation energy to be delivered.

Event description:
The customer contacted physio-control to report that the service indicator is present and there are event codes logged in the device's memory. There was no patient use associated with the reported issue. Upon evaluation, physio-control observed that the device will not charge or deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that the service indicator is present and there are event codes logged in the device's memory. There was no patient use associated with the reported issue. Upon evaluation, physio-control observed that the device will not charge or deliver defibrillation energy.

Manufacturer narrative:
Gtin of the initial medwatch report should indicate: (B)(4).